Manufacturer narrative:
The device, intended to be used in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device failed to charge and maintain pressure, establishing a relationship between the device and the reported events. Root cause identified as a defective dc inlet port and a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during service evaluation, it was noticed that the renasys go was not able to operate on ac due to a damage ac port. Additionally, the device was not able to generate and control negative pressure due to a defective vacuum motor. No case involved; therefore, there was no patient involvement.